Manufacturer narrative:
Alleged failure: packaging has a hole and is compromised salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions, handling during unboxing, or storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the sterile packaging was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the sterile packaging was compromised.